Event description:
Olympus was informed that during a therapeutic laparoscopic assisted distal gastrectomy procedure, the distal end of the subject device was said to have broken off and fallen into the pt's body cavity. The device fragment was said to have been retrieved during the procedure. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to the original equipment manufacturer (OEM) for evaluation. The device was determined to have fractured 10mm from the distal end. There was evidence of a scratch at the fracture site. Based upon the results of the investigation, the OEM concluded that the breakage occurred due to the device coming into contact with a hard object such as a metal clip when the ultrasonic output was activated. The device instruction manual warns users not to contact the probe unit with hard objects, as it may lead to damage of the device. The manufacturing history was reviewed, with no irregularities noted. This report is being submitted as an MDR in an abundance of caution.